Manufacturer narrative:
Product implicated is a 3 french catheter with stylet. Only the catheter was returned for evaluation in two pieces. The proximal section of the catheter (hub and tubing) measure 21cm and the distal section (tubing only) measures 24cm. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The catheter is separated 21cm from the proximal end of the hub. Under 50x magnification, the separation site is jagged. Part of the surface is clear, sharp, ans shiny with diagonal striations. The remainder of the surface is granular and dull. Tactile inspection indicates the tubing is permanently rippled distal to the reinforcing shim and distal to the separation site. The tubing is elongated and appears necked down proximal to the separation site. These signs indicate the catheter was severely damaged by the stylet and was subsequently pulled apart. One leak was also noted 1.6cm distal to the reinforcing shim in the rippled area of tubing. Under 50x magnification, the edges of the leak are clear, sharp, and shiny and the cut surfaces show diagonal striations across the surfaces. These signs indicate the catheter was cut by the stylet. The complaint is confirmed, as the catheter is broken and should be recorded as user related, due to stylet damage. The stylet can cause damage if the catheter is not flushed prior to any stylet retraction.

Event description:
During insertion, a piece of the peripherally inserted central catheter broke of in the pt's vein as the guidewire was being removed. Both pieces of the peripherally inserted central catheter remained on the guidewire and the peripherally inserted central catheter was able to be removed and replaced without further complications.